Event description:
It was reported that the left ventricular (lv) lead had dislodged and appeared to have retracted into the atrium which was confirmed via x ray imaging. This lv lead was explanted, replaced with a different model and was returned for analysis. No additional adverse effects to the patient were reported.